Event description:
Pt had a revision of the left hip for a loose corail stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: pt had a revision of the left hip for a loose corail stem. Stem had subsided and was loose, causing the patient pain. For depuy records only, surgeon does not need followed up. The devises associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. Review of the x-rays concluded an undersized stem was used in the primary surgery. There was no osteointegration observed.. The stability of the stem has never been achieved. The revision was due to an unsealed stem (subsided stem) and not a loosening. This analysis has not highlighted any product failure: the need for corrective action is not indicated. Case followed in analysis of tendency. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.